Event description:
It was reported that the wand shaft was leaking saline resulting in a lack of saline flowing to the distal tip of the wand and inefficient formation of plasma layer. There was a surgical delay greater than 30 minutes. A backup device was available to complete the procedure with no patient injuries.

Manufacturer narrative:
The device, intended for use in treatment, was not returned for evaluation. We cannot determine if there is a relationship between the device and the incident because the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. Several factors could have contributed to the reported failure such as: the saline bag was not spiked properly or the spike was not inserted completely; therefore, causing saline to leak down the device. It is also possible that there may have been a failure where the shaft connects to the handle causing the saline to leak. There are no indications to suggest the device did not meet product specifications upon release into distribution.